Event description:
Additional information was received from the patient. They reported that they saw their healthcare provider regarding the reported issues on 2021-(B)(6). It was also noted the return of symptoms following their mva was noted 2019-(B)(6). They were asked the if the cause of the mva causing a sudden return of symptoms had been determined and they said unknown, they then stated the lead moved and their legs went numb down to their toes and they wet and poop themselves. The lead was checked on 2021-(B)(6). It was noted the lead needed to be fixed, but had not yet been resolved. It was noted when the lead was checked on 2021-(B)(6) the patient was changed to program 3 at .7 volts and they felt stimulation in the correct area. Their symptoms were being controlled after the change. They then said the doctor's note stated to avoid electrode 3 with programming due to impedances. The doctor said they were not a candidate for surgery, they had an x-ray done and it said it was ok, but the patient said it was note, they were still having problems as of 2021-(B)(6). Please note the information noted from the hcp contradicts what the patient was alleging at this time; patient reported the lead moved, doctor's note stated the x-ray said the lead was ok.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that the symptoms of numbness and pain started right after mva in 2019. Patient said that they had an appointment on (B)(6) 2021 at hcp office, however a different hcp was there and the manufacturer representative. Patient said that they received notes that said to avoid electrode number 3 due to impedance. Patient was also told that two electrodes may not be working. Patient said they were programmed, set to program 3. Patient reported that since being reprogrammed, they have had complete incontinence, both bladder and bowel, and have to drag their right leg. Patient also said they were told that they are not a candidate for surgery, however the doctor wouldn't explain why. Patient said next appointment is scheduled for (B)(6) and they were told not to change anything. Patient called the hcp office the next day after appointment and was redirected to contact the manufacturer. Patient said since the mva they have had 7 blocks for pain management, and pain doctor believes it could be related to implant. Reviewed programming guidance and redirected patient to call hcp office and request to speak to a nurse for programming guidance and to ask if hcp might consider some type of imaging to check placement of lead. Additional information was received from a manufacturer representative (rep). The rep reported that they were not aware that the patient was advised to avoid electrode number 3 due to impedance.

Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that every once in while they were not able to hold their urine when they had to void. They just increased the setting. When asked, they said they noticed this around the same time they had a motor vehicle accident (mva) in 2019. They noted their granddaughter was sitting behind them and at the impact, and their granddaughter's foot pressed into the patient's back. They were redirected to their healthcare provider to report the motor vehicle accident and return of symptoms, and to inquire if there were any diagnostics to check the implant.